Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance trends all steady and within normal limits. There are no patient alerts. The ventricular sensing integrity counts for the lifetime equals 1093, which averages to 11.14 per day.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the nurse was concerned about a high sensing integrity count (sic) and that it could be related to a lead issue. The lead remains in use. No patient complications have been reported as a result of this event.